Event description:
The service report shows that while performing a performance verification on the unit, the mallinckrodt customer support engineer (cse) found that the ventilator's breath per minute(bpm) function was intermittently reading accurately. The rate switch, when set to 30, would read 30bpm, but when set to 39 would read 35 bpm. The unit passed service manual performance verification testing after the rate switch was replaced. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.